Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the user's understanding of the reprocessing procedures was inadequate.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that due to the failure of the endoscope reprocessor (oer-4), the user performed the procedure with the following endoscopes, which had only cleaning (including brushing) with a neutral detergent and the rinsing process of the oer-4. Other detailed information was not provided. There was no report of patient injury associated with the event. Cf-hq290i (x2). Gif-hq290 (x2). Cf-xz1200i (x1). Gif-xz1200 (x1). This is the 2nd of the 2 reports for the cf-hq290i.